Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, posterior repair, and perineoplasty due to stress incontinence along with lax vaginal introitus.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding and dyspareunia. It was reported that the patient underwent mesh excision on (B)(6) 2013, along with laparoscopic burch & cystourethroscopy; due to sling obstruction, seam erosion and stress incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced painful menses, dysuria, urinary tract infection, frequent vaginal yeast infections, vaginal irritation, postcoital vaginal spotting, pelvic pain, urinary frequency, and urinary urgency.

Event description:
It was reported that following insertion the patient experienced painful menses, dysuria, urinary tract infection, frequent vaginal yeast infections, vaginal irritation, postcoital vaginal spotting, pelvic pain, urinary frequency, and urinary urgency.